Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip to be related to the customer-reported complaint. The instrument was found to have a be grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prongs were bent on the medium-large clip applier instrument and the clips were not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon attempted to use on cholecystectomy procedure and realized the prongs were bent and the clip was not closing correctly. A new clip applier was then used to complete the procedure. No injury to the patient was reported. Both clip appliers were in the robotic cholecystectomy tray used for the same procedure. There is a chance they were damaged in our sterile processing department.